Manufacturer narrative:
D10: (B)(6), 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5, (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t, (B)(6), 200-02-29 -three peg patella 29mm, 08004624395, (B)(6) - gps disposable kit, (B)(6), tn190-127-05 - m-class 19/1.27x105, unassigned, z99006 - gps, unassigned, z99011 - truliant tka , unassigned, zbatt-01 , unassigned, zoscl-01, unassigned, zream-01. Description summary: experience report japan h3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left total knee arthroplasty (tka) was revised a week post initial operation. After about a week later from a primary surgery, he took x-rays for post operative observation, and found out that the tibial insert was disassociated and moved to anterior side. So he decided to perform revision surgery to exchange tibial insert from ps type 10mm to psc type 9mm because a gap between femoral and tibial components was tight. Also, this patient had one falling down within this period. Patient was last known to be in stable condition following the event.